Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. As received, the charger/modem was resetting and not able to recognize a battery pack. The cause for the resets and inability to recognize a battery pack was a corrupted u13 (8-bit cmos flash micro-controller) component. The root cause of the corrupted u13 component cannot be positively identified. No adverse event resulted form the corrupted u13 component. The pt was issued a replacement charger/modem.

Event description:
A pt service rep (psr) contacted zoll customer support while attempting to fit a (B)(6) male pt to report that the charger/modem would not recognize a battery pack. The pt was issued a replacement charger/modem.